Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 800 mg/dl. Customer was wearing the device at time of hospitalization. Customer mentioned the device turned off in the middle of the night. Customer was advised to monitor the device. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.